Event description:
It was reported the video system center had a disturbance in the video signal. When moving the camera head connector left and right there was noise that appeared sideways and the image disappeared. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that corrosion on the video connector receptacle contact part prevented electrical communication resulting in the malfunction. Olympus will continue to monitor field performance for this device.